Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 3.00mmx28mm synergy ii stent was advanced and deployed in the lesion at 14 atmospheres. Then a 3.5x20mm nc emerge balloon catheter was advanced for post dilation of the implanted stent however, slight resistance was met mid stent. The balloon catheter was able to be successfully delivered to the lesion however before the balloon was inflated, it was noted that the stent had elongated approximately 2-3mm. The balloon was then inflated to 18 atmospheres and the stent returned to its original position to complete the procedure. No patient complications were reported.